Event description:
Reporter indicated that pt experienced bleeding into the generator site following generator replacement surgery for end of service. The pt developed a large (baseball-sized) hematoma at the generator site and was hospitalized for a couple of days. Due to the bleeding, the device was not programmed to the previous level of the original generator and remains at a low setting. The pt had a follow-up visit with their neurologist in february 2003 who chose not to increase device settings at that time.